Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included asthma. In (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced rash ("skin rash"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes),). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, abdominal distension and abdominal pain lower outcome was unknown and the rash had resolved. The reporter considered abdominal distension, abdominal pain lower, pelvic pain and rash to be related to essure. The reporter commented: patient need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2016: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 7-sep-2018: new pfs received: outcome of event rash updated from unknown to recovered/resolved. Date of birth was added. Product information was updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and device dislocation ("migration of essure device location: cornu of uterus") in a 26-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included asthma, genital rash and endometriosis. In august 2016, the patient had essure inserted. In january 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("skin rash") and abdominal pain lower ("cramping"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes),). Essure was removed in october 2017. At the time of the report, the pelvic pain and rash had resolved and the device dislocation, abdominal distension and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, device dislocation, pelvic pain and rash to be related to essure. The reporter commented: patient need for additional surgery. Discrepancy noted in date of insertion aug2016, sept2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: in october 2016: results: total bilateral occlusion. Pathology test: on (B)(6) 2017: a. Container designation: "bilateral fallopian tubes and essure device". Received in formalin are two fimbriated fallopian tubes and two metallic coils. The first fallopian tube is 8.5 cm in length x up to 1.0 cm in diameter. It is grossly unremarkable and is inked blue. The second fallopian tube is 9.5 cm in length x up to 1.0 cm in diameter, and has two paratubal cysts, 0.3 and 0.6 cm in greatest dimension. The separately received coils are 3.0 and 4.2 cm in length. The coils are photodocumented. Cassettes: representative a 1 - first described fallopian tube with entire fimbriated end. A2 - second described fallopian tube with entire fimbriated end. Pregnancy test: on (B)(6) 2017: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records skin rash. Most recent follow-up information incorporated above includes: on 11-dec-2018: pfs received- new event migration of essure device location: cornu of uterus. Were added. Outcome of pelvic pain updated to recovered / resolved. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and device dislocation ('migration of essure device location: cornu of uterus') in a 26-year-old female patient who had essure (batch no. C91740, 008060, d08060) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included chlamydial infection. Concurrent conditions included asthma, genital rash, endometriosis and nausea. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping") and rash ("skin rash"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 8 months 27 days after insertion of essure. On an unknown date, the patient experienced abdominal distension ("bloating"), allergy to metals ("rash because its made out of nickel"), stress ("stressed"), nervousness ("nervous"), anxiety ("worried") and hot flush ("hot flashes"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes),). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain and rash had resolved and the device dislocation, abdominal pain lower, abdominal distension, allergy to metals, stress, nervousness and anxiety outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, anxiety, device dislocation, nervousness, pelvic pain, rash and stress to be related to essure. No further causality assessment were provided for the product. The reporter commented: patient need for additional surgery. Discrepancy noted in date of insertion: (B)(6) 2016, (B)(6) 2016. Right tube- 7 coils in endometrial cavity; left tube- 3 coils in endometrial cavity. Discrepancy noted in insertion date. Previously reported as: (B)(6) 2016. In current follow up reported as: (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2016: results: total bilateral occlusion. Pathology test - on (B)(6) 2017: a. Container designation: "bilateral fallopian tubes and essure device." -- received in formalin are two fimbriated fallopian tubes and two metallic coils. The first fallopian tube is 8.5 cm in length x up to 1.0 cm in diameter. It is grossly unremarkable and is inked blue. The second fallopian tube is 9.5 cm in length x up to 1.0 cm in diameter, and has two paratubal cysts, 0.3 and 0.6 cm in greatest dimension. The separately received coils are 3.0 and 4.2 cm in length. The coils are photodocumented. Cassettes: representative a 1 - first described fallopian tube with entire fimbriated end. A2 - second described fallopian tube with entire fimbriated end. Pregnancy test - on (B)(6) 2017: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records skin rash. Lot number: c91740, manufacturing date: 2014/04, expiration date: 2017/07. Lot number: d08060, manufacturing date: 2014-09-17, expiration date: 2017-09-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2019: social media received. Reporters information updated . Event: hot flush, stressed out, nervous and worried were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and device dislocation ("migration of essure device location: cornu of uterus") in a 26-year-old female patient who had essure (batch no. C91740,008060,d08060) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included chlamydial infection. Concurrent conditions included asthma, genital rash, endometriosis and nausea. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping") and rash ("skin rash"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 8 months 27 days after insertion of essure. On an unknown date, the patient experienced abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes),). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain and rash had resolved and the device dislocation, abdominal pain lower and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, device dislocation, pelvic pain and rash to be related to essure. The reporter commented: patient need for additional surgery. Discrepancy noted in date of insertion- (B)(6) 2016, (B)(6) 2016. Right tube- 7 coils in endometrial cavity. Left tube- 3 coils in endometrial cavity. Discrepancy noted in insertion date. Previously reported as: (B)(6) 2016. In current follow up reported as: (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2016: results: total bilateral occlusion. Pathology test - on (B)(6) 2017: a. Container designation: "bilateral fallopian tubes and essure device" -- received in formalin are two fimbriated fallopian tubes and two metallic coils. The first. Fallopian tube is 8.5 cm in length x up to 1.0 cm in diameter. It is grossly unremarkable and is inked blue. The second fallopian tube is 9.5 cm in length x up to 1.0 cm in diameter, and has two paratubal cysts, 0.3 and 0.6 cm in greatest dimension. The separately received coils are 3.0 and 4.2 cm in length. The coils are photodocumented. Cassettes: representative a 1 - first described fallopian tube with entire fimbriated end. A2 - second described fallopian tube with entire fimbriated end.. Pregnancy test - on (B)(6) 2017: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records skin rash lot number: c91740 manufacturing date: 2014/04 expiration date: 2017/07. Lot number: d08060 manufacturing date: 2014-09-17 expiration date: 2017-09-28 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Essure lot number added. Suspect drug implant date updated from (B)(6) 2016 to (B)(6) 2016. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and device dislocation ("migration of essure device location: cornu of uterus") in a 26-year-old female patient who had essure (batch no. C91740, do8060) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included chlamydial infection. Concurrent conditions included asthma, genital rash, endometriosis and nausea. In (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("skin rash") and abdominal pain lower ("cramping"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes),). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain and rash had resolved and the device dislocation, abdominal distension and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, device dislocation, pelvic pain and rash to be related to essure. The reporter commented: patient need for additional surgery. Discrepancy noted in date of insertion (B)(6) 2016. Right tube- 7 coils in endometrial cavity. Left tube- 3 coils in endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2016: results: total bilateral occlusion. Pathology test - on (B)(6) 2017: a. Container designation: "bilateral fallopian tubes and essure device" received in formalin are two fimbriated fallopian tubes and two metallic coils. The first fallopian tube is 8.5 cm in length x up to 1.0 cm in diameter. It is grossly unremarkable and is inked blue. The second fallopian tube is 9.5 cm in length x up to 1.0 cm in diameter, and has two paratubal cysts, 0.3 and 0.6 cm in greatest dimension. The separately received coils are 3.0 and 4.2 cm in length. The coils are photodocumented. Cassettes: representative a 1 - first described fallopian tube with entire fimbriated end. A2 - second described fallopian tube with entire fimbriated end.. Pregnancy test - on (B)(6) 2017: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records skin rash. Most recent follow-up information incorporated above includes: on 7-mar-2019: mr received: reporters were added. Concomitant conditions were added. Lot no. Was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and device dislocation ("migration of essure device location: cornu of uterus") in a 26-year-old female patient who had essure (batch no. C91740,d08060) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included chlamydial infection. Concurrent conditions included asthma, genital rash, endometriosis and nausea. In (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping") and rash ("skin rash"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes),). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain and rash had resolved and the device dislocation, abdominal pain lower and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, device dislocation, pelvic pain and rash to be related to essure. The reporter commented: patient need for additional surgery. Discrepancy noted in date of insertion-(B)(6) 2016, (B)(6) 2016 right tube- 7 coils in endometrial cavity left tube- 3 coils in endometrial cavity diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2016: results: total bilateral occlusion. Pathology test - on (B)(6) 2017: a. Container designation: "bilateral fallopian tubes and essure device" -- received in formalin are two fimbriated fallopian tubes and two metallic coils. The first fallopian tube is 8.5 cm in length x up to 1.0 cm in diameter. It is grossly unremarkable and is inked blue. The second fallopian tube is 9.5 cm in length x up to 1.0 cm in diameter, and has two paratubal cysts, 0.3 and 0.6 cm in greatest dimension. The separately received coils are 3.0 and 4.2 cm in length. The coils are photodocumented. Cassettes: representative a 1 - first described fallopian tube with entire fimbriated end. A2 - second described fallopian tube with entire fimbriated end.. Pregnancy test - on (B)(6) 2017: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records skin rash lot number: c91740, manufacturing date: 2014/04, expiration date: 2017/07. Lot number: d08060, manufacturing date: 2014-09-17, expiration date: 2017-09-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-mar-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("skin rash"), abdominal distension ("bloating") and abdominal pain lower ("cramping"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, rash, abdominal distension and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, pelvic pain and rash to be related to essure. The reporter commented: patient need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.